Event description:
Patient (sm) contacted I-flow to report that she has had constant pain since her c-section on (B) (6) 2008, and use of an on-q pain pump. Multiple doctors cannot determine why she has pain. She was told it may be tissue damage from when pump was inserted, because no other cause has been identified. A 300ml pump used.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product, part number , or lot number, a complete analysis cannot be conducted. No information gathered during the investigation indicated that the pump had malfunctioned or contributed to the issues reported by the pt. No determination could be made as to why the patient was experiencing pain, although multiple doctors had been consulted by the patient. At this time, this complaint is being closed with no further investigation. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.